Manufacturer narrative:
Device evaluated by MFR.: p select ous mr 38 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal half of the stent with stent struts lifted and pulled proximally extending beyond the proximal balloon cone. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent met resistance of a tightly stenosed lesion and an angulated anatomy. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found a shaft break in the polymer extrusion section of shaft at 110 cm distal to distal end of strain relief. The core wire was exposed. The shaft polymer extrusion was also stretched distally of exchange port. The type of damages noted most likely occurred when excessive force was applied to the delivery system. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-sep-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via right femoral artery. The tight stenosed target lesion containing a >45 and <90 degrees bend was located in the mildly tortuous right coronary artery. A 38 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage and shaft polymer extrusion detached/separated.